Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. They customer provided the quality control (qc) data which was good. The customer also stated there were no alarms or technical problems. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was not reported out to the physician(s). The same sample was repeated twice on the same instrument, resulting lower. The repeat results were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.

Manufacturer narrative:
The initial MDR 1226181-2016-00376 was filed on (B)(6) 2016. Additional information was received on 08/02/2016: a siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc stated that this appeared to be a onetime occurrence and an isolated event based on the data provided. The data indicated that the discordant result was the only outlier result which showed foaming from the reagent 1 probe. Foaming is produced during the ultrasonic mix and the reagent 1 probe delivers the color reagent. The cause of foaming is unknown. The cause of the discordant, falsely elevated calcium (ca) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.